Manufacturer narrative:
Qn#(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging, lot # was not confirmed, stapler was received with remaining staples; staples was not observed misaligned. During visual inspection the components looked well assembled, no stuck staple in tip of the cartridge. Functional inspection: stapler was fired and staple was loaded, closed & released properly. Then 20 staples were fired & closed on a rubber material (sponge), all staples were fired/closed without problems. No quality issues were found during functional testing. Sample received did not confirm the defect reported by the customer does not grab skin proper during visual inspection. A functional inspection was performed with remaining staples and all staples were fired/closed without problems, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device does not work staple the skin. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73k1400042 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device does not work staple the skin. The patient's condition was reported as unknown.